Event description:
A pair of metz broke in the patient, all pieces were recovered and no harm was done to the pt, and x-ray was also request by the surgeon to confirm all pieces were recovered and the x-ray was clear and any foreign bodies.